Event description:
The customer's mother called to report high blood glucose levels, an abscess and the low reservoir alarm not alarming as it should be. The mother also stated that the customer was hospitalized due to the abscess at the insertion site. The customer's blood glucose reading was 519 mg/dl and she was nauseous. Troubleshooting was performed and the insulin pump passed the displacement test. The mother felt uncomfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.